Manufacturer narrative:
The product information was not provided, so the manufacture date could not be determined.

Event description:
The customer ran blood glucose tests on the contour and another meter. The difference between the readings was approximately 30mg/dl. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product information was not provided. A new kit was sent to the customer.

Manufacturer narrative:
Customer returned 2 bottles of the test strips for evaluation. The product information was not provided in the initial report. (B)(4).